Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose . The customer¿s blood glucose level was 580 mg/dl at the time of the incident, current blood glucose was 140 mg/dl and a few days ago was 500 mg/dl, and on (B)(6) 2017 the blood glucose was 370 mg/dl. The customer was treated with manual injection. Troubleshooting was performed and the drive support cap appears normal. The insulin pump will not be returned for analysis.